Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in fallback mode. During the followup the device produced constant tones.